Manufacturer narrative:
Complaint confirmed. Evaluation found an error when activating the spray setting with any power but 0 watts. Also, the device could not be calibrated, and the preventative maintenance was overdue. The device was repaired, calibrated and the preventative maintenance was performed. The device passed all testing. The service history was reviewed, and no previous service data was found. Due to the age of the device a device history review was not performed. A two-year review of complaint history revealed there has been 1 complaint regarding 1 device for this device family and failure mode. During the same time frame 14 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .07 per the instructions for use, the user is advised the following; to confirm bipolar leads are connected to the bipolar jacks; connecting bipolar accessories to monopolar outputs may result in patient injury. The recommended service interval for this device is 12 months. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the 60-7550-120, system 7550, activated the monopolar device even though the bipolar was connected this caused a superficial burn to the duodenum. Further information was provided by the conmed representative that the surgical team had plugged the monopolar into the bipolar output. Further attempts to gather information about the accessories used was made but no other information was provided. Due to the lack of information regarding the electrosurgical handpiece used this will be reported as device malfunction with potential for injury upon reoccurrence.